Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set occlusion on event on 20-may-2024. Insulin did not exit. No further information available.